Event description:
1000 nurse noted unit not functioning when doing routine test. Front panel has flashing lights. Odor of melted plastic identified. Unit cold to touch. Unit burns and damages noted after removal from its traveling case. Case also burned. Burned area noted approximately 1" x 3" on the side and through the unit.